Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the operational check failed: paddle had no reaction. There was no reported patient involvement.